Event description:
It was reported that a 6f angio-seal vip was selected for closure of a right femoral artery puncture. Prior to discharge, the pt stooped to throw something into the waste bin and the groin puncture site began to bleed. Manual compression was applied for thirty minutes to achieve hemostasis. An ultrasound scan was performed which revealed a hematoma. There was no evidence of a false aneurysm. The pt's hospitalization was extended due to this event. The pt is reportedly stable and discharged from the hospital. No additional info will be provided.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device patients info guide states that the pt is to modify activity for 48-72 hours; no straining, no lifting greater than 10 pounds, and avoid driving the day of discharge.